Event description:
It was reported that the steering on the systems mainframe was sticking. This could cause the system to be difficult to steer. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering was adjusted during the service call. The system was tested and found to be working as intended and put back into service.